Event description:
It was reported that pump displayed continuous glucose monitor error message during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received step-by-step guidance to perform pump reset, and pump function returned to normal with no further error messages reported.